Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on september 15, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure. The exact procedure date was unknown. It was reported that the bands could not be deployed from the plastic circular component on which they were mounted. There were no patient complications reported as a result of this event. Additional information received on september 15, 2025: it was confirmed that the speedband superview super 7 was used in the rectum during a banding procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure. The exact procedure date was unknown. It was reported that the bands could not be deployed from the plastic circular component on which they were mounted. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.